Event description:
While performing a tibial plateau fracture open reduction internal fixation, two drill bits broke inside the patient's tibia. Broken drill bits left inside the patient's bone as it would require significant effort and likely cause more harm to remove then.